Event description:
The report we received from our affiliate indicated that the physician attempted to inflate the savvy balloon inside the pt, but it did not inflate. There was a backflow of blood and the physician realized that the balloon had burst. There were no anomalies noted in the product prior to use. There were not reported pt complications. Additional pt and procedural related information has been requested from the affiliate, but none has been forthcoming as yet. The product is available for evaluation and testing; however, it has not been recieved to date.